Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to their physician due to redness at the ipg site. In turn, the patient was prescribed oral antibiotics. Cultures were obtained and results confirmed a (B)(6) infection. The patient was hospitalized and treated with antibiotics intravenously. Surgical intervention was undertaken wherein the ipg was explanted to further address the issue. The patient was scheduled for follow-up in 2 weeks.